Event description:
At this time, no further action has been performed. This system remains in-service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement. The measurement had a reading of 0 ohms. All other lead measurements have been stable and within normal limits. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation is on-going. This report will be updated upon receipt of additional details.